Event description:
A physician reported that a patient presented to him in (B) (6) 2009 with a complaint of pain that she said she had been experiencing since placement of essure micro-inserts in 2006. The patient stated that due to the pain, she had visited the emergency room several times and was taking painkillers. The physician stated he performed an ultrasound which revealed no obvious problems. The physician stated that he could find no etiology for the patient's pain, so he decided to perform a hysterectomy and remove the essure micro-inserts; the physician said that during the hysterectomy, he discovered one of the micro-inserts at the distal end appeared to have caused a very small perforation of the fallopian tube; both micro-inserts appeared to be in a satisfactory location as reported by the physician. The physician said his patient's pain has improved since the hysterectomy and micro-insert removal and the patient is no longer taking painkillers. The doctor stated that he does not know if the micro-inserts were directly related to his patient's pain but he could find no other cause.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.